Event description:
(B)(6) home health rn reports issues with curlin pump, stating the pump program finished and there was still a small volume (10-15ml) left in ag. Rn requested to reprogram pump to final step 125ml/hr to complete. They will let the little that is left in bag run at initial rate. They are not sure what caused the issues as everything worked normally. Rn stated there was a down occlusion alarm when pt went to the bathroom but resolved once pt was able to reposition their arm. Rn stated they will keep pump currently as they are not sure what occurred and try it for the next infusion, if it causes the same issue they will call back for replacement. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 60gm. Gammagard indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.